Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the power supply of the remote monitor, one of the pins of the power supply got stuck in the wall socket. The power adapter will be returned for analysis. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.